Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2240 was identified during a review of the event history log. A sample was received for evaluation. The device underwent functional testing, simulated use testing and a visual inspection. No issues were found in the sample analysis that could have caused or contributed to the reported event. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The reported event was verified; however, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.